Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 4.5 fr 48cm non-bsc introducer sheath was placed. After a non-bsc guide wire was advanced to cross the lesion, a 2.5mm x 40mm x 146cm coyote es balloon catheter was selected for use and advanced for dilation. However, upon the second inflation at 6 atmospheres after a duration of 30 seconds, the physician noted that the lesion was not dilated sufficiently. The balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a 2mm x 3mm coyote balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method code, result code, conclusion code updated. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded. There was a kink in the shaft 5 mm from the strain relief. Microscopic examination revealed a 30mm longitudinal burst, located 5 mm from the tip of the device. Microscopic examination presented no damage or irregularities to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery (ata). A 4.5 fr 48cm non-bsc introducer sheath was placed. After a non-bsc guide wire was advanced to cross the lesion, a 2.5mm x 40mm x 146cm coyote&#10245;s balloon catheter was selected for use and advanced for dilation. However, upon the second inflation at 6 atmospheres after a duration of 30 seconds, the physician noted that the lesion was not dilated sufficiently. The balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with a 2mm x 3mm coyote balloon catheter. No patient complications were reported and the patient's status was good.